Manufacturer narrative:
The field service representative performed troubleshooting including replacing wash zone valve 1, tightening of the loose sample and r2 syringes, and replaced the r1 and r2 probes. Replacement of the probes was considered the likely causes for the issue. A review service history for the analyzer identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer since regarding discrepant results since the probe was replaced. A review of the product labeling concluded that the issue is sufficiently addressed. A 12-month search for similar complaints identified no adverse trends of the probe with regard to discrepant patient results. A review of the i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result described in this complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. No product deficiency was identified.

Event description:
The account generated a false positive bhcg of 31.78 miu/ml on a patient that was not consistent with clinical history when processing on the architect i2000sr. The sample was repeated at 16.09 miu/ml (no interpretation) and negative (<1.20, 1.20 miu/ml). Additionally, the rapid test was negative. No specific patient information was provided.